Event description:
It was reported to philips that the device did not pass the self-test. There was no report of patient involvement.

Manufacturer narrative:
The customer rejected the evaluation and repair offer. No further information is available. The customer rejected repair therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.